Manufacturer narrative:
H10: of the two devices, two serial numbers were provided and lot history reviews were performed. For one malfunction, the device was returned to the manufacturer for evaluation. For both malfunctions, the investigations are inconclusive for self activation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model mg1522 biopsy instrument allegedly experienced self-activation or keying. The information was received from various sources. This malfunction did not involve patients as there was no patient contact. The age, weight and gender of the patient were not provided for both patients.

Manufacturer narrative:
Of the two devices, one serial number was provided and lot history review will be performed. Both devices were not returned to the manufacturer for evaluation. For both malfunctions, the company is still investigating the issue at this time. (Serial no: unknown).

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model mg1522 biopsy instrument allegedly experienced self-activation or keying. The information was received from various sources. This malfunction did not involve patients as there was no patient contact. The age, weight and gender of the patient were not provided for both patients.